Event description:
(B)(4). Same patient as: 2134265-2011-04155. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. Details of the index procedure are unknown. In (B)(6) 2010, the patient experienced restenosis without ischemic symptom. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 75% stenosed, 4.0mm in diameter and 15mm long. A percutaneous coronary intervention was performed with ballooning. Residual stenosis was 25% with timi 3 flow noted. The procedure was successfully completed and the patient condition recovered. In (B)(6) 2011, restenosis in the proximal rca was confirmed without ischemic symptom. The lesion was 75% stenosed, 3.5mm in diameter and 15mm long. A percutaneous coronary intervention was performed with ballooning and the placement of an unknown size non-bsc stent. Residual stenosis was 25% with timi 3 flow noted. No patient complications were reported and the patient's status is recovered. A 3 years follow-up was performed with no angina pectoris noted.

Event description:
It was further reported that during the index procedure in (B)(6) 2008, the lesions located in the proximal rca, mid rca and right atrioventricular branch (r-pav) were treated with intervention. Lesion 1 was located in the proximal left anterior descending (lad). The lesion was 50% stenosed, 3.5mm in diameter and 12mm long. The lesion was treated with placement of a 3.5x12mm taxus express 2 stent. Residual stenosis was 0% with timi 3 flow noted. Lesion 2 was located in the mid rca. The lesion was 90% stenosed, 3.0mm in diameter and 32mm long. The lesion was treated with placement of a 3.0x32mm taxus express 2 stent post predilation. Residual stenosis was 0% with timi 3 flow noted. Lesion 3 was located in the r-pav. The lesion was 90% stenosed, 2.5mm in diameter and 24mm long. The lesion was treated with placement of a 2.5x24mm taxus express 2 stent post predilation. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged without complications 8 days later on bayaspirin and panaldine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - as the device has not been returned, a technical analysis was unable to be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).